Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: customer returned two (2) 31gx6mm, 0.3ml bd insulin syringes from an open polybag from lot 7023686. Consumer reported that plunger rod was difficult to move on 2 syringes. Both returned syringes were examined, and it was observed that one of the syringes exhibited a disfigured stopped; the syringe with a normal stopper was tested for plunger rod movement and no issues were observed. A review of the device history record was completed for batch # 7023686 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted [200682542] that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing pertaining to the defect was found. Root cause for this defect cannot be determined.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag plunger rod was difficult to move on 2 occasions during use. The following information was provided by the initial reporter: material no. 324909 batch no. 9023686. It was reported that plunger rod was difficult to move on 2 syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag plunger rod was difficult to move on 2 occasions during use. The following information was provided by the initial reporter: material no. 324909; batch no. 9023686. It was reported that plunger rod was difficult to move on 2 syringes.